Manufacturer narrative:
Tw (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Linked to tw (B)(4) the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was faulty. They changed out the extension cable, adapter, power supply to learn it was the hemopro 2 causing the issue; once a new kit was opened, it solved the problem. The original device was not delivering energy consistently, it was sputtering. Unknown if pre-cautery test was performed. The beeping sound was heard but it did not maintain as it usually does in a steady manner; the beeping seemed to sputter as well. They reported the device working for a short while before only semi-working, sputtering. Power setting at 3. A new device was used to complete the procedure. Minor delay of 3-5 minutes. No patient harm.